Event description:
It was reported that during a procedure to collect bone graft from the left femur with the ria, the drive shaft disengaged from the reamer head and the tip where the attachment meets, broke off. The broken fragment was not retrieved but could possibly be attached to the reamer head or the tube assembly. X-rays during the procedure did not show any broken fragment left in the patient. The procedure was completed with no further problems. No adverse effect to the patient. Patient was reported to have good hard bones. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the hex tip of the drive shaft is broken off and the broken piece was not returned. The break is oblique/spiral up the tip starting at the base of the hex where it transitions to the shaft on one side up to approximately 4.25 mm on the opposite side. The fracture face looks uniform and there is no indication of any material anomalies. There are deep gouges on the coupling end and noticeable wear on the helix on the drive end. The hex tip of the drive shaft is broken off and the broken piece was not returned. The break is oblique/spiral up the tip starting at the base of the hex where it transitions to the shaft on one side up to approximately 4.25 mm on the opposite side. The fracture face looks uniform and there is no indication of any material anomalies. The break indicates that the unit was going in the direction of reaming when it broke. Based on the complaint description and the nature of the break, this is consistent with the drive shaft having become disengaged from the recess in the reamer head and then not being fully reengaged prior to starting the reaming operation again. If the tip is not fully engaged prior to restarting, it could result in the breakage noted. As noted in the evaluation of prior complaints, broken instrumentation in the canal is currently accounted for in the risk analysis and the material was changed in june 2008 (reference dco 10008150) for another issue that has resulted in a reduction of tip breakage to approximately 0.03 percent. The returned drive shaft (lot 15808-01) was manufactured in may 2011. It is concluded that the damage was caused by the drive shaft not being fully reengaged into the reamer head recess prior to starting the unit. Therefore this complaint is invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)